Event description:
It was reported that vessel dissection occurred. The patient was undergoing percutaneous transluminal coronary angioplasty. The target lesion was located in the left anterior descending artery (lad). A 38 x 2.75 promus premier drug-eluting stent (des) was deployed in the proximal lad. Post-deployment, a proximal edge dissection was observed in fluoroscopy. A new promus premier des was then used to cover the dissection, and the procedure was completed. No further patient complications were reported.